Manufacturer narrative:
To date, two revision procedures were successfully performed. The lead was repositioned and remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.

Event description:
Boston scientific received information that during a routine follow up visit, this right ventricular (rv) lead exhibited a loss of capture (loc). An x-ray revealed that this lead had dislodged. A revision procedure was performed. The ventricular lead was successfully repositioned in the patient and remains in service. All measurements were confirmed to be stable. No adverse patient effects were reported. Approximately seven days later, a second revision procedure was performed due to loss of capture (loc) on the right ventricular (rv) lead. The ventricular lead was successfully repositioned in the patient and remains in service..all measurements were confirmed to be stable. No adverse patient effects were reported.